Event description:
Device malfunction: open pouch. Time of malfunction: unpackaging. Symptoms/ae: na. It was reported that after removal of the herculink plus stent delivery system from the box, it was noticed that the bottom of the tyvek pouch was not sealed. Reportedly, the chipboard box containing the pouch displayed no signs of damage or of being opened prior to removing the pouch. The stent was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent delivery system was returned with the stent implant stationary on the balloon between the markers and the balloon was tightly folded, which would be expected for a product that had not been used. The tyvek pouch was returned without any evidence of being sealed at the bottom. Additional investigation has been initiated for the unsealed section of the pouch. A review of the device history record for this lot did not produce findings relevant to this report. Additionally, a query was performed and there are no previous similar reports for this part/lot number combination.